Event description:
Hosp advised that the pump was set up for a delayed start. The rate was set at 1.2cubic centimeters per hour and allegedly changed to 4.2cubic centimeters per hour. Nurses set up pump parameters at 4:00 p.m. Vtbi parameters are set up in four hour increments. At 8:oo p.m. The pump was started. At midnight the nurse observed the rate change.